Manufacturer narrative:
The investigation of this complaint has been completed. The investigation and analysis of the observed yellow/brown residue inside the vaporizer have revealed that the residue is a chemical degradation of sevoflurane, resulting in formation of hydrogen fluoride. A root cause analysis has been performed regarding the formation of hydrogen fluoride within the sevoflurane vaporizers. This issue has only been observed when using sevoflurane from piramal and baxter. The sevoflurane is susceptible to degradation, which can occur through contamination with strong lewis acids. The aluminum container in the vaporizer is designed to ensure product stability during expected clinical practice but is not intended for long-term storage of sevoflurane. The instructions in the user¿s manual state that sevoflurane in the vaporizer must be emptied and the vaporizer must be allowed to run dry if the sevoflurane is not planned to be used within the next 30 days, or before external transportation. The cause of the brown discoloration on the outer casing has not been determined. Our conclusion is that the cause of the identified chemical degradation of the sevoflurane found in the vaporizer is not due to design and normal use of the vaporizer. The conclusion is that sevoflurane has been left in the vaporizer for more than 30 days, and that the sevoflurane during this time degraded.

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, the unique identifier (UDI) number can not be provided.

Event description:
It was reported that the outer casing of the carburetor was brown. The vaporizer is the unit containing anesthetic agent in the anesthesia workstation. When the vaporizer was received for investigation a yellow/brown residue was found inside the vaporizer. There was no patient involvement. There was no patient involvement. Manufacturer's reference #: (B)(4).